Event description:
It was reported the patient had a refill of the pump on (B)(6) 2014 and the drug concentration was changed from 10,000mcg/ml to 11,000mcg/ml and a bridge bolus was not performed. Per the hcp over the weekend the patient had complained of difficulty walking, dizzy and cognitive impairment. The day of the report the hcp saw the patient and realized the bridge bolus was not done and the patient was getting overdosed. The prior flow rate 0.8132ml/day which meant the old drug was infused and now the patient was now receiving higher concentration at a higher flow rate. The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).